Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that hook on insulin pump that holds belt clip broke off causing insulin pump to fall. It was also reported that insulin pump receive a pump error 53. Customer's blood glucose was unknown. Insulin pump would need to be replaced.

Manufacturer narrative:
The information provided was incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
The pump passed the self-test, sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. The pump was programmed with a test glucose meter. The pump communicated properly and recorded the 65 mg/dl value properly from the glucose meter. No radio frequency communication or blood glucose meter connectivity errors were noted. The formatted history file confirmed the pump error 53 line number 700 and file ID 4096. Unable to determine the root cause. The pump was received with a scratched case, broken belt clip rails, a fading serial number label, a cracked select button on the keypad overlay, keypad overlay texture damage, a pillowing keypad overlay, and minor scratches on the lcd window.